Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was received cut in half. Visual inspection, using a microscope at 10x magnification, showed surface particles and fibers in the optic zone and viscoelastic residues on the lens. A piece of the optic edge was observed broken and missing. Manufacturing defects weren¿t identified in the returned sample. Due to the condition of the returned lens, the reported complaint could not be confirmed. Manufacturing records were reviewed. Results revealed the lens was manufactured according to specification. Cosmetic inspections of the lenses were performed and optical measurements were reviewed. There were no issues reported. A search on complaints revealed that no other complaint was received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: 1mtec30 cartridge, lot # ca08455 / dk7796 hand piece, lot # 020. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the patient's left (os) eye, the doctor noticed there was a scratch in the lens. The doctor cut the scratched lens and it was removed and replaced with another zcb00 lens. No patient injury reported.